Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display after troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer called previously and stated that the insulin pump was not working and not turning on. Customer stated that the contacts on the battery cap were not missing or damaged and battery compartment was neither damaged nor corroded. Customer assisted with troubleshooting, however display did not return. The customer was advised to clean the battery cap contact with a cotton swab and display returned. Customer called again to report the blank display occurred after troubleshooting. The insulin pump will be returned for analysis.